Event description:
A vns consultant was asked to go to a local hospital and check a patient's device. The patient was in the hospital and the patient had his magnet taped over the device. She was told that if they remove the magnet the patient has asystole with stimulation. The patient's device was not checked as they did not want to have an asystole occur. Good faith attempts are underway for further details.

Event description:
External cardiac defibrillator paddles were used on patient in the ER and also had a CT scan. Asystole started/noted in ER when admitted. He has a condition called wolff-parkinson-white syndrome and has had arrhythmias associated with that. There for no prior recent vns programming changes prior to events. System diagnostic testing performed in ICU: 1410 ohms/ok. Device programmed to zero output current/zero magnet output current (B)(6) 2013. In ER/ICU - events were believed by the attending physicians to be attributed to vns stimulation and occurred during stimulation but did not occur when the magnet was in place over the generator. The patient's treating neurologist did not believe these events were due to vns and will be following the patient until further assessment takes place. The attending physicians did believe the vns was contributing to their cardiac events.

Manufacturer narrative:
.